Manufacturer narrative:
Batch review performed on (B)(4) 2015: code 03.70.10.0001 - lot 1316455: 38 items produced and released on 06/25/2014. No anomalies found. To date, this is the only lot produced for this part number. We received two further complaints with 4 items of the same lot involved: MDR # 2015-00013 and 2015-00015. On (B)(4) 2015, our r and d director made the following preliminary comment: it is rather unlikely that this can lead to pt harm. We have two driver in the set and a rescue instrument that can be used. Therefore he has enough options to complete the surgery. On (B)(4) 2015 the reporter added that no fragments was in the pt, but the two only fragments detached have been isolated (one is going to be received back, the other was finally lost by a nurse).

Event description:
(B)(4).